Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer reinstalled the smart remote manager, removed old tape and scratched the surface of the fridge to stick. A field service engineer replaced all four latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system mmt6e tower door 3 failed. The customer stated that there was no delay to the patient's workflow as the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this incident.